Manufacturer narrative:
F/u report will be filed if product is returned for eval.

Event description:
Customer and daughter were unable to turn on meter. Customer treated herself with normal dose of insulin. Customer began to "feel worse" and daughter treated her with glucose tabs. Customer then had shortness of breath and paramedics were called. Customer was taken to the hosp and treated for congestive heart failure and hyperglycemia.